Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that it does not connect well to the console, making it unable to transmit power. The fse evaluated the device on site and determined this was a malfunction of the internal paddles. The internal paddles are currently on hold; however, will be provided to resolve the issue when these paddles become available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the internal paddles. The reported problem was confirmed. The internal paddles are currently on hold; however, will be provided to resolve the issue when these paddles become available. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.